Manufacturer narrative:
Date of event: unknown, not provided. Best estimate of date of event is between (B)(6)2021 and (B)(6) 2022. The device has not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from a patient's operative eye due to refractive error. No further information was provided.